Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reported received multiple, incomplete bolus alerts. Reportedly, the customer is quick to perform a bolus delivery sequence and puts the pump back inside the pocket without confirming the bolus request that is to be delivered. Recommendation was made to wait until confirmation of the bolus request before putting pump back in the pocket. In addition, the customer experienced elevated blood glucose (bg) levels (highest of 510 mg/dl with large ketones). At the time of the call, the customer's bg level was 271 mg/dl. To address bg level, the customer changed the supplies on the pump, delivered boluses, and used manual injections. Additionally, the customer was able to clear the ketones quickly. System check with tandem technical support showed that the pump was performing as intended. Per recommendation from health care provider, the customer's basal rate settings had been increased slightly. The customer declined to change the infusion site during the call, and was advised to monitor bg level. Customer was referred to health care provider for possible factors that may affect bg levels.